Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having a problem getting battery (ins) charged. The patient reported she thinks the ins batter crapped out after having 4 MRI sessions of 20-30 minutes. Patient stated she was not able to charge it after. Patient stated the last time she was able to charge was 8 or 9 months ago. Patient stated she has not charged her ins since because her pain has not been as bad. Patient stated she noticed she was unable to charge ins probably 3 weeks ago but clarified that she was unable to charge ins in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient to do a trickle charge, but after 4 attempts they were unable to get battery charged. It was noted that the issue was not resolved and the patient made an appointment with their healthcare professional about a battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient was implanted in 2008. The ultra battery would have shut off in 2017.  Later, it was reported that the rep spoke with the patient and it sounds like her stimulator is overdischarged.  Patient's pain was a lot better so she stopped using and charging her battery for 4-6 months. Sometime after the MRI was done she decided to try using it again and that¿s when she discovered it wouldn¿t charge. The battery was overdischarged prior to the MRI being done. Rep was meeting the patient on (B)(6) to start a trickle charge and clear power on reset (por). Patient's weight was unknown and will not be made available. The provided information was confirmed with the hcp. No further complications were reported/anticipated.